Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse damaged the display accidentally. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the display and label to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.